Event description:
The account alleged the side rail is not staying in the latched position. No pt impact.

Manufacturer narrative:
The technician found the side rail swing arm is broken. The technician replaced the side rail to resolve the issue.